Manufacturer narrative:
Additional information received there was no patient contact. This event has been reassessed as not a reportable event. No further action is necessary.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported a green particle came out of the handpiece during pre-flush. Additional information has been requested.